Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the shell was returned with the lock ring chamfer orientation upside down. Lock ring was bent and damaged in the lock ring groove upon return. During evaluation lock ring was removed to inspect for damage and found gouge and deformation damage. No other damage was noted. Insert from the kit was not returned with the shell. Where measured, within specification. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing deficiency, when returned, the locking ring was found to be in the wrong orientation, and the surgeon had not removed it from the shell. Additionally, off-label use was also identified, it is reported that when liner is pressed into cup, it is already not easy and too tight to install. And then, when biolox head is pressed into cup/liner, it could not be installed at all. The doctor tried to use hammer, it still failed and o-ring was deformed. As per 1950.2-glbl-en ringloc surg tech, the head has to go into the liner first before it goes into the cup. Therefore, assembled out of order. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported when pressing the liner into the cup, it was very tight and difficult to position. When the biolox head was pressed into the cup ¿ liner, it would not position at all. The surgeon attempted to use a hammr, but installation still failed and the o-ring became deformed. No patient harm or impact reported. It was confirmed that no additional information is available.

Manufacturer narrative:
(B)(4). D10: 12/14 ceramic fem head -3.5 x 28. Item: 00877502801. Lot: 3259018. G2: foreign: taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.